Manufacturer narrative:
The investigation into the reported catheter kink was completed. The device was returned for evaluation. Visual inspection of the device confirmed a catheter kink near the motor housing. Analysis of the data logs do not show any abnormalities. Based on the available, the root cause of the product damage was a catheter kink by the motor housing from excessive force/a use related issue. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 66-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a bend/kink and damage. There were no delivery or positioning issues reported. No vessel conditions were reported. There was no reported harm to the patient. The kinked pump was removed after just 20minutes of support and was replaced.